Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this crt-d had high right ventricular lead and left ventricular lead outputs programmed, due to stat pacing programming. This programming selection was not required by the patients condition, which caused a significant drain on the battery. Technical services (ts) found the this crt-d to be functioning as programmed, and recommended reprogramming the crt-d. This crt-d remains in service. No adverse patient effects were reported.